Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During imaging review for the investigation for a related complaint, stenosis was identified on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg following placement in a 69-year-old male patient. Per patient information from the customer: does the patient have an aortic aneurysm in which the device proximal seal zone requires fenestrations involving one or more of the major visceral arteries (renal, superior mesenteric, and/or celiac arteries)? - yes does the patient meet inclusion criteria - yes, aneurysm diameter >=55mm in males/>=50mm in females no general, medical, or anatomical exclusion criteria met. Inclusion/exclusion review: there are no endovascular grafts in the abdominal or thoracic area. There are no previous stents in any vessel to be accommodated with a fenestration or bridging stent. The most proximal extent of the aneurysm within 20mm proximal to celiac and 15mm distal to the lowest renal. Type of aneurysm: extent IV, proximal seal zone is free from prohibitive occlusive disease, calcification or thrombus maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 22 angulation between infra-renal aorta and aneurysm center line (degrees): 48 length of proximal seal zone (mm): 60 length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation (mm): 115 diameter of aorta at location of maximum diameter over length of proximal seal zone (outer-wall to outer-wall) (mm): 28.7 diameter of aorta at location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) (mm): 27.2 % change in seal zone diameter throughout length of seal zone: 5.23 aorta diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) (mm): 60 length from ostium to first major bifurcation (mm): celiac (34), superior mesenteric artery (sma) (39), right renal (42), left renal (38) diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): celiac (10.3), sma (8.9), right renal (7.7), left renal (7.8) % stenosis: celiac (<=50%), sma (<=50%), right renal (<=50%), left renal (<=50%) length from ostium to first major bifurcation (mm): right (56), left (44) diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): right (23), left (20) % stenosis: right (10), left (10) do access vessels have minimum inner diameter from introduction site to aorta to accommodate delivery system of devices? Right (yes), left (yes) comments from reviewer/planning: mild posterior wall thrombus in the proximal sealing zone. Irregular distal right common iliac artery diameters. Threshold large left common iliac artery diameters. Threshold large celiac artery diameters. Diseased right renal artery origin. Planning worksheet: proximal aortic diameter (mm): 29 length from proximal edge (pe) to aortic bifurcation: 204 lowest vessel to aortic bifurcation: 122 seal zone approach: iliac arteries, right (contralateral) - distance from pe of graft (mm): 242, target vessel diameter (mm): 17, external iliac diameter (mm): 10 left (ipsilateral) - distance from pe of graft (mm): 247, target vessel diameter (mm): 20, external iliac diameter (mm): 10 celiac - configuration: fenestration (8w x 8h), distance from proximal edge: 40, clock: 12:30, inner vessel diameter (ivd): 25 sma - configuration: fenestration (8w x 8h), distance from proximal edge: 66, clock: 12:00, inner vessel diameter (ivd): 28 left renal - configuration: fenestration (6w x 6h), distance from proximal edge: 78, clock: 02:00, inner vessel diameter (ivd): 25 right renal - configuration: fenestration (6w x 6h), distance from proximal edge: 82, clock: 09:30, inner vessel diameter (ivd): 22. Pre-procedure imaging (B)(6) 2025: location of the most proximal extent of the aneurysm: at the level of the sma distal sealing zone location: iliac arteries there was a suitable proximal seal zone with appropriate length and diameter and free from prohibitive occlusive disease, calcification, or thrombus. There is a suitable distal seal zone(s) with appropriate length and diameter. Targeted visceral vessels are of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification, and diameter are conducive to placement of endovascular delivery system. Pre-procedure cta (B)(6) 2025: proximal sealing zone - shape: parallel, thrombus: partial aorta diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) (mm): 57 length of suitable proximal seal zone (mm): 30 diameter of aorta at location of maximum diameter over length of proximal seal zone (outer-wall to outer-wall) (mm): 26 diameter of aorta at location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) (mm): 26 % change in seal zone diameter throughout length of seal zone: 0 length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation (mm): 113 angulation between infra-renal aorta and aneurysm center line (degrees): 5 maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 5 diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): celiac (9), sma (8), right renal (6), left renal (6) length from ostium to first major bifurcation (mm): celiac (20), sma (38), right renal (31), left renal (35) % stenosis: celiac (<=50%), sma (<=50%), right renal (<=50%), left renal (<=50%) diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): right (15), left (18) length from ostium to first major bifurcation (mm): right (30), left (30) does the location of intended distal landing zones maintain the patency of the internal iliac artery? Right (yes), left (yes) % stenosis: right (0), left (0). Aneurysm extent: length from most proximal aspect of celiac to most proximal extent of aneurysm (mm): 8.9 position of proximal extent of aneurysm: distal to celiac, length of proximal sealing zone (mm): 38.7, diameter of aorta at location of maximum diameter over length of seal zone (outer-wall to outer-wall) (mm): 26.5, diameter of aorta at location of minimum diameter over length of seal zone (outer-wall to outer-wall) (mm): 24.5, % change in seal zone diameter throughout length of seal zone: 7.55, length from most distal aspect of celiac to most distal aspect of sma (mm): 27.6, length from most distal aspect of celiac to most distal aspect of right renal (mm): 45.5, length from most distal aspect of celiac to most distal aspect of left renal (mm): 35.5, length from most distal aspect of celiac to the aortic bifurcation (mm): 170.3, length from most distal aspect of lowest patent renal to aortic bifurcation (mm): 124.8, diameter of aorta 20 mm proximal to the proximal most aspect of the celiac artery (outer-wall to outer-wall) (mm): 26.5, diameter of aorta at distal most aspect of celiac artery (outer-wall to outer-wall) (mm): 27.0, diameter of aorta at the distal most aspect of the sma (outer-wall to outer-wall) (mm): 31.0, diameter of aorta at distal most aspect of right renal artery (outer-wall to outer-wall) (mm): 28.5, diameter of aorta at distal most aspect of left renal artery (outer-wall to outer-wall) (mm): 30.0, diameter of aorta 15 mm distal to distal most aspect of lowest patent renal (outer-wall to outer-wall) (mm): 27.5, diameter of aorta at the location of maximum aneurysm diameter (outer-wall to outer-wall) (mm): 56.3, diameter of aorta at aortic bifurcation (inner-wall to inner-wall) (mm): 16.5, angle of celiac (with respect to aorta 0-180) (degrees): 43, circumferential location of sma relative to celiac (with celiac at 0 degrees) [0-360] (degrees): 341, angle of sma (with respect to aorta 0-180) (degrees): 45, circumferential location of right renal relative to celiac (with celiac at 0 degrees) [0-360] (degrees): 267, angle of right renal (with respect to aorta 0-180) (degrees): 58, circumferential location of left renal relative to celiac (with celiac at 0 degrees) [0-360] ,(degrees): 47, angle of left renal (with respect to aorta 0-180) (degrees): 50, angulation between infra-renal aorta and aneurysm center line (degrees): 35.5, maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 23.3. Is the distal seal zone in the abdominal aorta? No diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): celiac (8.0), sma (6.5), right renal (5.5), left renal (5.0) length from ostium to first major bifurcation (mm): celiac (32.6), sma (40.3), right renal (42.7), left renal (38.4). Iliac measurements: right iliac common iliac artery length from aortic bifurcation to iliac bifurcation (mm): 55.1, diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): 14.0, diameter of common iliac artery at location of maximum diameter (outer-wall to outer-wall) (mm): 20.5, diameter of common iliac artery at location of minimum diameter (inner-wall to inner-wall) (mm): 12.0, diameter of external iliac artery at location of minimum diameter (inner-wall to inner-wall) (mm): 7.6. Iliac measurements: left iliac common iliac artery length from aortic bifurcation to iliac bifurcation (mm): 38.3, diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) (mm): 16.5, diameter of common iliac artery at location of maximum diameter (outer-wall to outer-wall) (mm): 18.0, diameter of common iliac artery at location of minimum diameter (inner-wall to inner-wall) (mm): 12.5, diameter of external iliac artery at location of minimum diameter (inner-wall to inner-wall) (mm): 7.0. Common iliac artery calcification: right (mild), left (mild) common iliac artery occlusive disease: right (none), left (none) external iliac artery calcification: right (mild), left (none) external iliac artery occlusive disease: right (none), left (none) femoral artery calcification: right (mild), left (none) femoral artery occlusive disease: right (none), left (none) tortuosity of iliac: right (none), left (none) pre-procedure clinical assessment (B)(6) 2025 (2 days prior to the procedure): bp: 110mmhg/66mmhg. Adls: can get around without any help, can plan and prepare own meals, can use toilet without help, can shower or bathe without prompting or help. Assessment (B)(6) 2025: patient reports no issues with walking, washing or dressing, doing usual activities. There is no pain/discomfort or anxiety/depression. Heath scale 80/100. Index procedure took place on (B)(6) 2025 under general anesthesia. Patient in procedure room (24-hour clock): 12:00, administration of anesthesia (24- hour clock): 12:08, initial incision (24-hour clock): 13:14, initial catheter inserted (24-hour clock): 13:14, final catheter removed (24-hour clock): 14:36, all incision closures complete (24-hour clock): 14:40, out of procedure room (24-hour clock): 15:06. Estimated blood loss (cc): 200, no blood products received by the patient amount of contrast used (total during procedure) (ml): 91 contrast concentration (mg/ml): 350, total fluoroscopy time (from incision to removal) (min): 24, radiation dose (total during procedure): 1091mgy, ipsilateral access: percutaneous, left femoral, contralateral access: percutaneous, right femoral. Was there successful access and delivery of all devices? Yes was there successful deployment in the intended location for all devices? Yes was there successful withdrawal of all device delivery systems? Yes were there any unanticipated corrective interventions required during the index procedure: no were any bridging stents unable to be delivered or deployed due to being stripped off the balloon? No devices implanted: universal distal body: ipsilateral, 3 stent overlap with preceding component, no difficulties flushing and was adequately visualized from start to end of implant sma bridging stent: contralateral. Inflation pressure to expand stent: 10atm. Stent was flared, no issues. Stent was adequately visualized from start to end of implant celiac bridging stent: contralateral. Inflation pressure to expand stent: 10atm. Stent was flared, no issues. Stent was adequately visualized from start to end of implant. Renal bridging stent, right: contralateral. Inflation pressure to expand stent: 10atm. Stent was flared (8atm), no issues. Stent was adequately visualized from start to end of implant. Renal bridging stent, left: contralateral. Inflation pressure to expand stent: 10atm. Stent was flared (8atm), no issues. Stent was adequately visualized from start to end of implant iliac leg graft, right: contralateral, location: common iliac. One stent overlaps with preceding component. Iliac leg graft, left: ipsilateral, location: common iliac. Two stent overlaps with preceding component. Ancillary devices: coda balloon catheter, wire guide, dilator/dilator set. Procedural imaging (b)(60 2025, cone-beam CT with contrast/angiography: all devices were patent at the end of the procedure. A type ii endoleak was present. There was no evidence of device integrity issues. Assessment (B)(6) 2025: the patient was not admitted to the intensive care unit (ICU). Resumption of oral fluid intake on (B)(6) 2025. The patient was discharged from the hospital on (B)(6) 2025. The patient is currently taking antithrombotic medications. Follow up CT with contrast imaging (B)(6) 2025 (21 days post-procedure): celiac, sma, right and left renal all patent within stent and native vessel. No separations or thrombus noted. No evidence of device integrity issues. Type ii endoleak present. Diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) (mm): 56.5. Diameter of right common iliac artery at location of maximum diameter (outer-wall to outer-wall) (mm): 21.0. Diameter of left common iliac artery at location of maximum diameter (outer-wall to outer-wall) (mm): 17.0. Length from distal most aspect of celiac to first visualization of metal of zfen+ (mm): 48.5, proximal to celiac. Length from distal most aspect of celiac to first visualization of circumferential metal of zfen+ (mm): 41.6, proximal to celiac. Length of total effective seal zone (length of seal that has circumferential fabric opposing the aortic wall) (mm): 52.5. Length of total used seal zone (length of top of fabric to start of aneurysm) (mm): 41.6 diameter in the proximal seal zone at the location of maximum diameter (outer-wall to outer-wall) (mm): 25.5. Diameter 20 mm proximal to most proximal aspect of celiac (outer-wall to outer-wall) (mm): 25.5. Diameter at the distal most aspect of the celiac (outer-wall to outer-wall) (mm): 24.0, diameter at the distal most aspect of the sma (outer-wall to outer-wall) (mm): 32.5, diameter at the distal most aspect of the right renal (outer-wall to outer-wall) (mm): 27.5, diameter at the distal most aspect of the left renal (outer-wall to outer-wall) (mm): 29.5, diameter 15 mm distal to the distal most aspect of lowest patent renal (outer-wall to outer-wall) (mm): 27.5, diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) (mm): 60.6, length of protrusion of bridging stent within aortic lumen of zfen+ (mm): celiac (1.9), sma (3.9), right renal (2.9), left renal (4.8), length from fenestration to vessel ostium (mm): celiac (0), sma (0), right renal (0), left renal (0), length from fenestration to location where stent makes full circumferential contact with visceral vessel (mm): celiac (0), sma (0), right renal (0), left renal (0), diameter of flared end of bridging stent (mm): celiac (7.5), sma (8.5), right renal (6.0), left renal (8.5), diameter at location of bridging stent maximum diameter distal to the fenestration (mm): celiac (8.0), sma (8.0), right renal (6.5), left renal (6.5), diameter of common iliac artery at location of maximum diameter (outer-wall to outer-wall) (mm): right (20.0), left (17.5). Assessment (B)(6) 2025 (28 days post-procedure): patient reports having no problems walking, washing/dressing, or doing daily activities. There is slight pain and/or discomfort but no anxiety or depression. Health scale 80/100. Unscheduled/adverse event 24nov2025 (187 days post-procedure): glomerular filtration rate >30% under baseline. No treatment at this time. Pre-existing condition of gout may have contributed, unrelated to the study device. Six-month clinical assessment (B)(6) 2025 (210 days post-procedure): the patient is not taking antithrombotic medication and has had significant medical problems since the last visit. Arterial thrombus identified in the right common iliac limb. Treatment was a change in medication. No surgical intervention needed. Assessment (B)(6) 2025 (211 days post-procedure): patient reports having no problems walking, washing/dressing, or doing daily activities. Patient reports there is no pain and/or discomfort and no anxiety or depression. Health scale 75/100. Information received on (B)(6) 2026, it was reported that anticoagulants were not prescribed to the patient prior to the index procedure. The patient was taking aspirin (81mg/day) prior to the index procedure. Computed tomography (CT) and angiogram imaging was provided for expert review for the investigation. During the review, stenosis on the left zsle-24-56-zt was identified, in which this report captures. The right common iliac limb arterial thrombosis is captured in manufacturing report reference #: 1820334-2026-00002.